Event description:
On (B)(6) 2010, pt reported the infusion device down button was not functioning properly. This was noticed when pt pressed down button to bolus, and the infusion device did not beep or vibrate. Up button continued to function as intended. Down button popped up after it was pressed. Pt has used this infusion device for 2 years and boluses 3 times per day. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue.